Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the common iliac using an ipsilateral approach to the lesion the omnilink elite stent delivery system (sds) was advanced but the physician felt a longer length stent would be needed and the device was removed. While being removed from the anatomy the sds met resistance with the introducer sheath and the stent strut was bent. There was no reported adverse patient effect. A second omnilink sds was used in the procedure without issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent damage and resistance with the introducer sheath were confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that the difficulty removing and stent damage appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.